Manufacturer narrative:
A new handle was sent to the site. Suspect handle has not been returned for evaluation. Not returned by customer.

Event description:
A medtronic representative reported that during a spinal fusion surgery, while striking the bottom of the ratcheting handle, the small metal disc on the bottom of the handle fell off. No impact on procedure or harm to patient.

Manufacturer narrative:
Investigation of returned suspect ratcheting handle finds that as reported, the end cap has been broken off and is missing. Otherwise, the handle ratchet mechanism and instrument retention mechanism are functional. The reported issue was confirmed to be caused by physical damage to the back of the handle. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.